Event description:
It was reported that during a removal case, the screw broke and a portion was left in the patient. Approximately 24 months post-operatively, a successfully fused patient underwent revision due to pain felt to be caused by the instrumentation. Levels treated were occ-c3. During removal of the hardware, the screw at the left c2 broke. The shank was left in the patient. No further instrumentation was placed after removal.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause of this event was operational context as the device performance was limited by procedural/anatomical factors. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.